Manufacturer narrative:
Qn#(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of short battery runtime is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings. All devices passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported the that when the staff was preparing the patient for transport and the intra-aortic balloon pump (iabp) was unplugged, the staff received a running on battery alert quickly followed by the 20-minutes remaining alarm and then the pump immediately powered down. The pump was plugged in while on patient. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the that when the staff was preparing the patient for transport and the intra-aortic balloon pump (iabp) was unplugged, the staff received a running on battery alert quickly followed by the 20-minutes remaining alarm and then the pump immediately powered down. The pump was plugged in while on patient. As a result, the pump was swapped out. There was no report of patient complications, serious injury or death.